Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. A further revision procedure has been indicated due to dislocation caused by poly wear; however, no revision procedure has been reported to date.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. Another revision occurred on (B)(6) 2015 due to dislocation caused by poly wear. The head, liner, and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01942 & 01944).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.